Manufacturer narrative:
External surgeon review of the x-ray images was performed. Device history records cannot be reviewed since the part and lot number is unknown. Product history search cannot be completed and compatibility cannot be checked since the part and lot number is unknown. This device is used for treatment. As noted by the surgeon the hardware was intact, acetabular abduction was considered as normal inclination. Vague radiolucency was noted with possible loosening. It is also noted that cortical sclerosis and thickening of the proximal right femoral shaft which may be due to physiologic remodeling in response to stress may be associated with the pain. Heterotopic bone lateral to the hip was noted is also a possible cause for pain. With the additional information provided a specific cause could not be determined with certainty.

Event description:
It is reported that a patient is experiencing pain, heterotopic ossification and loosening.

Manufacturer narrative:
(B)(4). Concomitant medical product(s): item #: unknown, unknown head lot #: unknown; item #: unknown, unknown liner lot #: unknown; item #: unknown, unknown stem lot #: unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 1822565 - 2016 - 00085 stem, 0001822565 - 2020 - 00645 head.

Event description:
It was reported patient underwent a revision procedure approximately nine years post-implantation due to due to pain, heterotopic ossification, and shell loosening. Radiography report indicates vague femoral and acetabular radiolucency, heterotopic bone lateral to the hip, cortical sclerosis and thickening of the proximal right femoral shaft. Head and stem were revised. No further information is available at this time.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of medical records. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical product(s): versys fiber metal taper femoral stem (00-7862-011-20, 60256034); versys femoral head +0 (00-8018-036-02, 60806212); trilogy acetabular liner (00-6305-050-32, 60913479) or; trilogy acetabular liner (00-6305-050-36, 60691236); bone screw (00-6250-065-30, 60903694). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had a total hip replacement. Patient was revised nine years later due to pain, heterotopic ossification, and shell loosening. According to legal document, stem and head were explanted during revision.

Manufacturer narrative:
Device was not returned for analysis; therefore, a product evaluation could not be conducted. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Review of radiography indicated several possible etiologies for pain; however, a conclusive root cause could not be determined. There are warnings in the package insert that these types of events can occur and risks are addressed in the associated risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following : the patient underwent an initial right total hip arthroplasty procedure due to avascular necrosis with degenerative arthrosis. The patient underwent a revision procedure due to failed hip arthroplasty. During the procedure, extensive heterotopic bone was found between the trochanter and pelvis. The stem was noted to be quite loose and encased in heterotopic bone. Heterotopic bone noted about the acetabulum. However, the cup was quite stable and appropriately positioned. It was noted that, because of the extensive debridement and removal of heterotopic bone, the concerns are for abductor function to be poor. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.